Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. Troubleshooting for no delivery alarm was performed. The customer stated that they were reporting a past event. The customer stated that they resolved the issue by changing the infusion set and reservoir. The customer had the products to return. The customer stated was assisted with rewinding the insulin pump and they reported that their blood glucose level was 412 mg/dl. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned, but the infusion set will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.